Event description:
It was reported that a cdh25 was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon felt that the stapler did not fire properly. It seemed like there was not a complete staple circle fired (as though some were missing from instrument). Had to hand sew the posterior portion of the anastomosis.